Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) displayed over temperature alarm . There was no harm reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) displayed over temperature alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer was dispatched to evaluate the iabp unit and was unable to verify in logs as over temp alarms are not logged. Followed current part replacement recommendation for over temp alarm so the fse replaced scroll compressor, front end board and temperature sensor. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The following was performed by failure analysis and testing (fat) department. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1164, sn: (B)(6), front end board pn: 0119-00-0236 sn: (B)(6) compressor scroll pn: 0206-00-0734, sn: n/a, temperature sensor these parts were received with a reported unit failure message of overtempt alarm. Performed visual inspection of these parts received and found motor control cable connector on compressor scroll broken and temperature sensor, front end board looks to be in good condition. Due to broken motor control cable connector the fat dept, cannot investigated further with cardiosave test fixture. Installed the front-end board and temperature sensor into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual. Installed the front-end board and temperature sensor into the cardiosave test fixture sn (B)(6) and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual. The failure analysis and testing department pumped the unit for 3 hours and could not observe overtempt alarm on screen. The failure analysis and testing department could not verify the failure message of overtempt alarm of both parts. The front-end board and temperature sensor passed testing. Retaining following parts in the fat dept. As per procedure. Pn: 0119-00-0236, sn: (B)(6), compressor scroll pn: 0206-00-0734 sn: n/a temperature sensor sending pn: 0670-00-1164 sn: (B)(6) front end board to the supplier for analysis as per procedure. The following was performed by failure analysis and testing (fat) department the failure analysis and testing department received the following part from supplier pn: 0670-00-1164, sn: (B)(6) front end board supplier investigation: no issue found. The result of the hi-pot and fct tests all passed. Retaining this board in the fat dept. Per procedure.